Manufacturer narrative:
Date of event: (B)(6) 2021. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device shut down while on a patient. The device was in use on a patient at the time of the event. The ventilator was swapped out with no report of patient or user harm. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer suspects a possible power management pcba issue. The customer stated they have the pm pcba but need them installed. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse replaced the power management board and the power supply. The fse confirmed the device successfully passed all testing. The device returned to full functionality and was returned to service.

Manufacturer narrative:
H11: the customer evaluated the device with assistance from a philips remote service engineer (rse). The customer suspects a possible power management pcba issue. A service technician was dispatched onsite to assist and check for error codes, battery level, and power cord connectivity. The technician confirmed the battery power was low and discovered the power cord was faulty. The power cord and battery were replaced. The system fully met specifications and was returned to use. H10: the battery assembly was returned for analysis. Visual inspection of the battery assembly revealed no evidence of damage or contamination. A failure investigation (fi) was performed, and the technician reported that the root cause could not be determined without opening the battery package. The unit will be returned to the manufacturer for analysis.